Manufacturer narrative:
In speaking with olympus technical access center (tac) via the phone, the customer reported that the light source displayed a lamp light up error message. The customer changed the bulb using an olympus replacement bulb as advised by tac and this resolved the issue. The device was not returned to olympus for evaluation as the issue resolved with troubleshooting. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during a procedure, the evis exera iii xenon light source displayed an e103 lamp light up error message. The intended procedure was completed without delay using the same device. The device was not inspected prior to use. There was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It is likely the lamp failed due to the use of a non-designated lamp resulting in an e103 error. The instructions for use provides the following guidelines: "never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire."